Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No battery out limit alarms could be verified due to the keypad anomaly. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 89 mg/dl. Customer had issues earlier today with her pump because she could not get through her menus. Customer stated that the buttons were not responding while she was trying to clear out the batt out limit alarm. Customer was unable to troubleshoot because the keypad was unresponsive. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).